Event description:
On (B)(6) 2012, therakos received a call from (B)(6), to report that on (B)(6) 2012, a (B)(6) female pt was admitted to the hospital and transfused with two units of blood after an ecp treatment. Customer reported that they were running pt treatment procedure, when pt stated not feeling well and voided urine, looked a little pale. Customer also noted that fluid in arm due to infiltration of needle. Customer consulted attending physician, who asked what the estimated blood loss would be if the treatment was aborted, customer assumed it was 100 mls, thus attending physician instructed nurse not to return blood or products still within the kit. Pt was taken down to emergency room dept for further eval that lead to the transfusion and the pt hospitalization. On (B)(6) 2012, therakos spoke to the primary nurse for this pt who reported that the pt arrived for treatment and was disoriented. The nurse also stated that ten mins into the treatment the pt wanted to take a nap and immediately went to "sleep". The nurse noted that the pt had been incontinent and was also diaphoretic. Nurse claimed that she continued treatment, however decided to terminate it due to the diaphoresis and hypotension. The pt was admitted to the hospital for two days and had a transfusion of two units of blood due to volume depletion. The nurse reported that no uvadex was given. Nurse also claimed that she did not feel this was related to that, as the pt pt was disoriented prior to treatment, however, the doctor reported that it was replaced to ecp.

Manufacturer narrative:
A review of the lot file for a302 was performed. There were no non conformances associated with this lot. The lot met all release requirements. A review of the lot file for #(B)(4) was performed. The lot passed all release requirements. (B)(4).